Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and was advised to continue use while monitoring for any recurring issues, with instructions to report back if the problem reappears.